Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. Reportedly, the issue resolved on its own and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.